Manufacturer narrative:
Concomitant medical products: d224trk ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.